Event description:
Ambulance transport in ventricular fib. Shocked with device but no response. Then device would not charge to 360, would shut off and not discharge. Pt continued in v fib for 31 mins, until another defibrillator was obtained and pt shocked 10 times with no response. Pt expired. Device tested by hosp biomed. Broken wires in cable to paddle. Not visible from outside. Their opinion was normal wear and tear, not a product defect.